Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the interface box for the navigation system was replaced to resolved the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The interface box was returned to the manufacturer for evaluation. Testing found that a poor signal would appear with known operational instruments. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the patient tracker was experiencing issues. It was reported that the site attempted to use 2 patient trackers. Functionality of the emitter for the navigation system was confirmed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.